Manufacturer narrative:
(B)(4) initial emdr submission. Carefusion has received representative samples, and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed. (B)(4)

Event description:
Medwatch number mw5063015 : "there has been an identified issue with the single limb ventilator transport circuits that may affect patient care and safety. We recently enlisted the assistance of the ventilator vendor that confirmed our issue with potential hypoventilation in the third party circuits. This issue is related to volume loss into the circuit that may potentially under ventilate the patient. Through active response of respiratory therapists, harm was negated. However, symptoms noted were extremely elevated pco2 (abg and etco2) as well as visible respiratory distress".

Manufacturer narrative:
Carefusion/bd would like to provide an update after re-evaluating the provided sample. Carefusion/bd is still working with the supplier, and is waiting for a confirmed root cause for this issue from modern silicone technologies. The provided incomplete sample was submitted to a second visual and functional inspection. It was confirmed with the visual inspection that the following components were missing pressure blue tub, two white connectors, and the serrated bushing. Carefusion/bd was able to submit the provided components to a leak test, and no issues were found. The exhalation valve was also functionally tested. The seated test was found acceptable, and the sealing test was also found acceptable. The exhalation valve was also submitted to a pressure drop test. The valve failed this test. Visual test was also preformed to the diaphragm and two die-cut punches were observed. Therefore the reported failure mode was confirmed. The die-cut punches (holes) could provoke the decreased delivery in pressure. When re-evaluating for the root cause the root cause still stands as a defective supplier component and as stated prior carefusion/bd has issued the supplier corrective action request to modern silicone technologies for further investigation into their manufacturing procedure and controls. Carefusion/bd is still working with our supplier regarding this open issue. During this re-evaluation carefusion/bd has found some addition opportunities for improvement with the assembly and test station layout. This will avoid the possible mix in rejected and accepted exhalation valves. The testing equipment has also been improved. Carefusion/bd is eliminating any operator reading errors. Analog flow meters have been replaced with digital flow meters. If any further information becomes available from silicone tech an additional follow up will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: one incomplete sample was received for evaluation, and a visual and functional inspection was performed. The following components were missing on the received sample; the pressure blue tube, 1 ½¿ and 2¿ white connectors and the serrated bushing. Despite this carefusion/bd did submit the sample to a leak test, and no issues were found. The exhalation valve was also subjected to a functional inspection. This included a seated test, pressure test, and a sealing test. The exhalation valve failed the pressure test, and the sealing test. A visual inspection was also completed on the diaphragm and pin holes were found. This reported failure mode has been confirmed due to the confirmation of the pin holes; this would provoke this type of failure. The carefusion/bd manufacturing procedure includes a 100% visual inspection on all diaphragms and exhalation valves. Carefusion/bd would like to note that this inspection is done without any stretch to the diaphragm. If a stretch was applied to the diaphragm it could damage the part. If a defect is found on the product during this visual inspection it will be segregated. This ensures that the affected product cannot be assembled into the finished circuit. The materials for the diaphragms are supplied by modern silicone technologies. Carefusion/bd has submitted a supplier corrective action request to modern silicone technologies for further investigation into their manufacturing procedure and controls. Carefusion/bd will continue to work with our supplier regarding this open issue. We have also notified the manufacturing team to be aware of this failure.